Event description:
Operator of cautery unit felt slight electrical current running up left hand and forearm when unit was activated. Pt was fully grounded.

Event description:
Add'l info rec'd from rptr 10/04/03: dielectric test the returned pencil. Conclusion: the pencil was put through dielectric testing and was found to be o.k. No electric current when pencil was tested at 7000 volts. The pencil is being kept in case of any further questions. Add'l comments: pencil passed testing.